Event description:
On june 27, 2022, was initially reported to gynesonics that a patient who was treated with the sonata system on (B)(6) 2022, was undergoing tfa as well as hysteroscopic myomectomy. The patient had multiple fibroids, including 3 type 2 fibroids that were resected and type 3, type 4 and type 5 fibroids that were ablated with sonata system. Patient was admitted as per their reimbursement protocol from 6/22 but developed a fever (unspecified) and had an elevated wbc (13.7; was 7.8 preop) and mild abdominal pain considered standard for post-tfa. Her crp was 12.6 (0.5 is wnl in that hospital). Urine culture was negative. Patient was kept in house until (B)(6).

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.